Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.00/+5.00/82 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient experienced lens low vaulting with lens rotation. The lens was explanted and replaced with a longer length lens and the problem was resolved.

Manufacturer narrative:
H6 - health effect - impact code: 4627 corrected to 4629. Claim # (B)(4).